Manufacturer narrative:
Device evaluation: -based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device edge on posterior side assessed as surgical damage and broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) both patterns are seen along the same edge and missing shell assessed as inconclusive. Double capsule: unable to observe since it is not related to the device. Additional observations: crease is observed. Wear abrasion is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - double capsule: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.